Event description:
The surgeon performed an si joint fusion utilizing three ifuse implants on (B)(6) 2012. No intra-operative or post-operative complaints were identified. The patient initially did quite well for the first six months with marked relief of his si joint pain. At approximately 6 months after surgery the patient began complaining of pain of the same nature and in the same location as he had complained about before surgery. The pain continued to worsen over the next two months. X-rays (which were reviewed by s-bone's vp of medical affairs) showed halos around all three implants. The patient had physical exam findings consistent with si joint pathology. No repeat diagnostic injection was performed. CT scan performed prior to the revision surgery did not show gross halos or obvious loosening. On (B)(6) 2012, the surgeon performed a revision surgery to remove all three ifuse implants. Each of the implants came out quite easily (with the use of osteotomes). There was little or no bones adherent to the implants. This patient had a severely sloping sacral ala and the first implant was at the level of the s1-s2 disc. The surgeon then placed two globus 12 mm si-lok screws. The first screw was 35 mm long and was placed into the hole created by removal of the middle implant. The second screw was 40 mm in length and was placed into the hole created by removal of the third implant. The patient had no issues or complaints with neurologic deficit or radicular type pain complaint after the index surgery or after the revision surgery. Si-bone's vp of medical affairs made the following assessment, "the revision surgery was performed to treat symptomatic late loosening. It is not know if the patient had risk factors such as osteopenia/osteoporosis. It is not known if the patient was on medication that could suppress bone formation/bone healing. The patient did have anatomy that precluded typical placement of a long implant at the most cephalad position. This may be a risk factor for early failure. The implants appear to traverse the si joint and engage the sacrum appropriately. The si joint itself appears a bit wide on the CT images provided for review. This fact may be a risk factor. The overall length of the implants is a bit shorter than would be typical."

Manufacturer narrative:
Based upon the complaint information and investigation, as well as review of the surgeon training manual, certificate of conformance and fema, there is no indication of device failure or that the device was out of specification. The most probable root cause is symptomatic late loosening due to unusual patient anatomy and incorrect implant size selections.